Manufacturer narrative:
Upon disassembly, the engineering technician found widespread internal corrosion and debris. The device was discarded by the manufacturer.

Event description:
It was reported that during testing at the user facility the buttons on the tps bi-directional footswitch are sticking and won't turn off. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing at the user facility the buttons on the tps bi-directional footswitch are sticking and won't turn off. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that at the user facility the buttons on the tps bi-directional footswitch are sticking and won't turn off. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.